Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken tube release was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken manual tube release (mtr) knob. Appropriate action was taken to correct the reported problem by replacing the mtr knob. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a broken tube release, which could have caused an interruption of delivery. The reported condition occurred during programming/setup. There was no patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).